Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father called in to report a motor error alarm and a low battery alarm. The nurse at the school changed the customer's battery, and then a black circle was displayed on the screen. The customer's blood glucose level was unknown. The caller performed troubleshooting and was able to rewind the device. The caller also performed the displacement test and it passed. The customer's father called to report the customer's device had a blank display. The customer was sent a replacement battery cap. Nothing was returned for analysis.